Event description:
It was reported that the customer received a button error alarm from his insulin pump. His blood glucose level was 90 mg/dl. Standard troubleshooting was performed. It was discovered that the customer had a cat scan while wearing his insulin pump on 09/24/2014 and that he wore the pump inside his wetsuit when he went to the beach on 09/28/2014. The customer was advised to discontinue use of his insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).